Manufacturer narrative:
The insulin pump had blank display due to broken solder joint connector on interface board. The operating currents and off no power alarm were not tested due to blank display. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump would not turn on. The customer had tried new batteries, but the anomaly persisted. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).